Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review a review of the receiving inspection (ri) for viper prime inserter shaft was conducted identifying that lot number was mf4290606 released in one batch. Batch 1: lot qty (B)(4) of units were released on 02 may 2018 with no discrepancies. Supplier: (B)(4) as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous posterior fusion (l4) for a compression fracture on (B)(6) 2024. A strange metal sound was heard when the screw was attached to the inserter shaft. The screw was attempted to be detached from the inserter to be checked, but the part of the inserter shaft where it should be loose when screws are detached did not get loose. The screw became unable to be detached from the inserter shaft. The screw had been mounted at an angle and forced to attach to the inserter shaft. This event occurred before inserting the screw. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.